Event description:
Multi-lumen cvc guide wire frayed during placement in patient.======================manufacturer response for multi-lumen cvc kit guide wire, (brand not provided) (per site reporter).======================product was picked up today by manufacturer rep.